Manufacturer narrative:
(B)(4). This complaint for a connection issue was confirmed. The cause was that the supply bag disconnected. The label review found the labeling adequate for the use error in this complaint.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
The customer contacted baxter's service center regarding a patient that stated the supply bag fell and disconnected, which occurred on the homechoice (hc) during use during dwell. The technical service representative (tsr) explained and assisted to end therapy. The home patient (hp) to set up with new supplies there was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. On (B)(6) 2012, product surveillance contacted the hp. The hp stated that they bumped into the bag causing it to fall and disconnect. The hp stated there was no defect with the supplies. There was no report of injury or medical intervention from this incident.